Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient could not get paresthesia. The patient maxed out voltage on all programs but did not feel a thing. The patient did not know any environmental factors that may have led to the issue. All impedances were greater than 40,000. The rep told the patient to go see the implanting physician. The issue was not resolved at the time of the report, and it was unknown if surgical intervention was going to occur. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause of the high impedances and lack of stimulation was unknown. The patient was planning on seeing their healthcare provider to discuss their options with regards to replacements. The representative reported that they tried to reprogram the patient but nothing worked. The issues had not been resolved. This information was confirmed with the physician/account. No further complications reported.